Event description:
Information received with return of the explanted device notes that the patient was pacemaker dependent and was seen due to dizziness and lightheadedness. The device exhibited loss of capture.